Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). As a corrective action, tandem technical support arranged to replace the current pump with one that has updated software, and the caller was provided with necessary instructions for the transition. The customer plans to use a backup insulin pump while waiting for the replacement and was informed of steps to return the problematic pump.